Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the reported hyperglycemia. The caller reported that the cannula looked like it was not inserted as deeply into the infusion site as it usually is. This condition might interrupt insulin delivery and contribute to high blood glucose. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and ''test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The device was activated in the evening on (B)(6) 2012. During insertion it "clicked 4 times instead of the usual 2 times." The cannula did not look like it inserted deep enough. At 3:00 am the customer's blood glucose reached 383 mg/dl. The pod was deactivated and replaced and he was able to attend school the next day.